Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset using instructions from Technical Support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while replacement pump was arranged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.